Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are stuck. The customer's blood glucose reading was 145mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly and the motor assembly found with traces of corrosion. Unit failed leak test, device leaked at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify button keypad anomaly due to blank display. Device was received with cracked case on the back at the battery tube area and battery tube threads and received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay texture damaged.